Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised. As stated in the revision operative report: "[patient] initially did well but had multiple episodes of dislocation postoperatively. We did attempt bracing with posterior precautions for a period of eight to twelve weeks, after which he again dislocated once these precautions were removed. Given the continued instability, we obtained CT scan...showed that both femoral and acetabular components were in excellent position with appropriate combined anteversion." A trident x3 poly insert and biolox 36 +2.5 c- taper ceramic head were revised to an adm/mdm liner construct with a 28mm biolox head and +5 c-taper adapter sleeve. Rep provided the primary and revision operative reports and the revision usage sheet, but no additional information is available.